Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(6) 2016. Found the instrument is intermittently failing bilirubin low on the ca qc. He checked the pipette to strip pad alignment and verified its performance. The fse replaced the fluid block assembly and the tubing to resolve the control issues. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that there was ongoing ca failing bilirubin for qc on their ichem velocity automated urine chemistry system. Erroneous patient results were not reported out of the lab and there was no change or effect to patient treatment in connection to the event.